Manufacturer narrative:
A functional evaluation was performed and presented a motor stall error and heating of the hand piece. Corrosion was observed on the cable assembly connection and gearbox fork assembly. The motor/gearbox assembly could not be removed from the housing for further assessment due to corrosion. A review of the manufacturing records shows that this unit was released to distribution on or about (B)(6) 2016. The root cause of this event was identified to be associated with corrosion of the motor and gearbox assembly. A motor stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved. (B)(4).

Event description:
It was reported the motor drive unit hand cntrl pwrmx el ran hot and made weird noises. This occurred before the procedure. A backup device was available. There were no delays or patient injuries reported.